Event description:
The hospital reported that after a short use they noticed that the preserved blood was leaking to the outside of the closed system into the heating cycle. The device was stopped at once. The probability that contaminated blood got into the pt is very low as the preserve was transfused under pressure.

Manufacturer narrative:
The original date of file notification is listed. However, the reported issue would not have been a reportable event. Once the investigation was completed it revealed it was a reportable malfunction. Evaluation: investigation: two of the disposable sets were returned for investigation. Both of the sets the heat exchanger subassembly was received; the 6" and 10" tube bonded into the end caps were cut. The aluminum tube slid out of its original position within the end caps. On one sample there was no damage to the aluminum tube that could have created a breach; on the second sample the aluminum tube was slightly bent at approx 0.75" from the tube end, the tube had two creases, approx 0.10" apart; over an area of half of the circumference of the tube groove where the creased area was observed. Hypothesis for cause: it was confirmed that the bonds on both endocaps on the sets that were returned were intact and the breach was due to a cracked heat exchanger inside the tube that appears due to user interface during the installation of the heat exchanger into the fluid warmer on one of the sets. Mitigation: preventive measures include regular maintenance to fluid warmers for both the h-1000 and h-1200 to assure the o-rings are lubricated with a silicone lubricant and have been replaced within the timeframe as described in the operator's and service manual provided with the fluid warmers. There is a do not bend symbol on both the equipment and the disposable packaging IFU. Delay of therapy may have the potential of injury. Trauma centers generally set up devices before pt arrival. If the disposable leaks upon set up, the clinician would need to obtain another device for use. If the devices leaks during use, the disposable can be replaced or an alternative device could be used. Additional sets/devices are usually kept in the same area. If the disposable leaks after use and upon removal from the warming equipment, no injury to the pt would occur. On the basis of pre-set up, having additional sets available, or leakage occurring after use, the probability of delay of therapy is considered improbable in accordance with the risk management procedure. Loss of therapy may lead to severe injury or death. The fast flow fluid warmer disposable provides warmed fluids at fast rates of flow to trauma patients. If the disposable leaks during set up, the clinician would need to obtain another disposable for use. If the leak occurs during use, an alternative method of fluid resuscitation/warming (IV pumps, pressure cuffs, elevation of bag, hand squeezing etc.) Could be used. On this basis of having additional sets available and having alternative methods available to infuse fluids, the probability of loss of therapy is improbable. This report has been logged for trending.